Manufacturer narrative:
(B) (4) - insufficient drive of disposable. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B) (6) 2009. During the procedure, the unit was bogging down. No adverse patient consequences were reported.